Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 700 mg/dl and ketones. Customer was then transferred to a different hospital where they were admitted to the intensive care unit (ICU). The cause of elevated bg was unknown. Customer's health care provider reported that the customer's parents incorrectly performed cartridge changes that contributed to the high bg, but this was unable to be confirmed. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the customer was released from the hospital with the issue resolved and no permanent damage, date was unable to be confirmed. The customer reverted to manual injections for insulin therapy.